Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the device, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or death.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2018. The patient was reportedly appropriately treated eight times before passing away. It was reported that the patient was at home at the time of the event. The patient's son reported leaving the patient at home and when he returned, he found the patient on the floor with paramedics. The response buttons were not pressed during the event. Review of the download flags and ECG indicates that the patient entered vf with tactile artifact at 09:20:01. At 09:20:24, gel was released and the first full energy shock was delivered at 09:20:59 while the patient was in vf with tactile artifact. The post-shock rhythm was asystole. The second full energy treatment was delivered at 09:22:35 while the patient was in vf with tactile artifact resulting in a post-shock rhythm of idioventricular rhythm at 85 bpm degrading to asystole. Between 09:25:58 and 09:31:37, the patient received full energy treatment shocks 3-7. The rhythm at the time of these five treatments was vf with tactile artifact. The third and fourth treatments were unable to be converted. The fifth, sixth, and seventh treatments resulted in asystole and asystole with intermittent cardiac activity for the seventh shock. The last treatment was delivered at 09:32:37 while the patient was in vt at 130 bpm with post-shock asystole. Asystole with tactile artifact is the last known rhythm before the electrode belt is disconnected at 10:08:23. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient subsequently passed away on the same day. The lifevest performed as expected and delivered a treatment when the patient was in a treatable rhythm.